Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a no delivery alarm while she was sleeping. She stated that her blood glucose was between 300 mg/dl and 400 mg/dl and that she bolused with the pump. During no delivery alarm during basal/bolus/fixed prime troubleshooting, customer was advised that the motor positioning may have shifted and to always complete rewind/load reservoir process before connecting back to the set. She was advised to disconnect from the quick release. The customer was assisted in performing a 5.0 unit fixed prime and stated that the insulin did exit. She stated that the fill cannula occurred at 2.6 units. She was advised that this meant that she is receiving a dose of insulin that the pump is not aware of every time she changed her set. The customer believes that her doctor may have changed those settings. The customer was able to remove the set in order to test a portion site of the infusion set and stated that the cannula was bent. During bent sensor cannula troubleshooting, she said that the cannula had been inserted 2 days when discovered that it was bent. She was advised to change the infusion set and to return it if possible. During high blood glucose troubleshooting, the customer¿s current blood glucose was 227 mg/dl and she said that she had bolused with the pump. Her drive support cap was normal. The customer declined to perform the high pressure test. She was advised to change the infusion set, reservoir and insulin and to treat per her healthcare professional's recommendation. The infusion set will be returning for analysis. The insulin pump will not be returning for analysis.